Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis and pulmonary embolism. Approximately thirteen years eleven months later post filter deployment, it was alleged that the filter tilted, struts perforated into organs and the patient reportedly experienced abdominal pain. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately thirteen years and eleven months post filter deployment, computed tomography of abdomen was performed for filter evaluation. The study showed that inferior vena cava filter was noted in place with a filter tilt of approximately 15 degrees with the proximal tip abutting the left lateral wall of the vena cava, and the tip positioned just below the renal veins. Two of the posterior struts also extended beyond the confines of the vena cava at approximately 2 to 3 mm.therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc) and filter tilt. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.